Event description:
It was reported that four 355sd were used during a laparoscopic dermoid cyst. It was reported by the affiliate that the outer gasket was broken (torn). This was found at the moment of insertion. There was no consequence to the patient.